Event description:
User facility reported "upon initiation of rf [radio frequency] energy patient experienced bradycardia". The novasure (ns) procedure was terminated and "the patient immediately stabilized". On 07/28/2008, we received additional information. It was reported that during the ns procedure on four days earlier, the physician attempted the ablation a second time and "aborted when they saw the patient's pulse begin to drop". Additionally, it was reported the patient "had no cardiac history (and no pacemaker)". An EKG (electrocardiogram) was done before discharge and it was "fine". The patient was discharged home that day "following a short recovery period." On the following month, the physician's nurse reported she had just spoken to the patient and she is doing fine.

Manufacturer narrative:
Device history record (DHR) review was conducted for the radio frequency controller. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the disposable device, lot number 08c15ha. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. This disposable device is not available for evaluation. These evaluation codes reflect the results of the investigation of the radio frequency controller. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.